Event description:
Related manufacturer reference numbers: 2017865-2021-31873. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing and intermittent pacing inhibition. During rv lead revision procedure, the rv lead failed to be disconnected from the pacemaker header. The rv lead was capped and replaced on (B)(6) 2021, and the pacemaker was explanted and replaced. There were no patient consequences.